Event description:
The hcp reported the pt presented in 2004 with signs of drug withdrawal including nausea, diarrhea, piloerection, yawning, and lacrimation. The pump was accessed and found to be empty. It was refilled with 60cc of medication. The hcp is questioning a miscalculation of the refill date. The pt is reported to have recovered without sequela.